Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 1081 mg/dl; cause was not known. Customer went to the emergency room and was admitted to the hospital. Insulin was administered. Elevated bg was resolved with no permanent damage. Customer did not provide further information regarding the event. Customer had not yet been released from the hospital on the day of the report. Customer resumed pump therapy and no further issues were reported. Although multiple attempts were made by tandem technical support to obtain the discharge date, customer did not reply.